Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument failed to open and close the jaws. The customer used a spare instrument to procced with the procedure. No fragments fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the nurse and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The issue occurred while the surgeon was grasping tissue. The customer was not able to provide any additional details related to the event.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received harmonic ace for evaluation and reported failure was confirmed. The instrument was found to have a broken clamp arm.

Event description:
Refer to h10/h11 for follow-up information.